Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of worsening mitral regurgitation (mr) and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the complete clip detachment (ccd) could not be determined. The reported patient effect of worsening mr appears to be a result of patient/procedural conditions and due to the ccd; the reported dyspnea was likely a symptom/secondary effect of the worsened mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip detachment and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2017 the mitraclip procedure was performed in the patient with grade 3 to 4 functional mr. One mitraclip was successfully implanted reducing mr to grade 1. There were no issues using the device during the procedure. On (B)(6) 2017 the patient had severe mr symptoms and it was suspected that the mitraclip detached from both the mitral valve leaflets. The patient is in stable condition and will be scheduled for a mitral valve replacement. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: on (B)(6) 2017, mitral valve and aortic root replacement surgery was performed. On (B)(6) 2017, the patient was discharged home. The diuretic medication was stopped and soon after the patient experienced fluid retention and ventricular tachycardia. The implanted cardiac defibrillator had fired twice and the patient was treated in the emergency department and stabilized. There was no additional information provided.